Event description:
Bad display of the self-monitoring blood glucose meter (model emng). The manufacturer received a customer complaint on (B)(6) 2026, regarding a blood glucose meter display anomaly. The customer reported a constant 'bad display' issue where only half of the numbers were showing on the screen, rendering the glucose test results not fully readable. Despite the screen impairment, the device could still perform glucose tests. No incorrect or delayed treatment, medication issues, adverse symptoms, injury, ER visits, or hospitalizations were manifested as a result of this event. The customer was unable to provide further details regarding the display failure mode (whether split horizontally or vertically) or photos because the meter had already been discarded.

Manufacturer narrative:
The complaint indicated a persistent display malfunction where only partial numbers were visible, rendering the blood glucose result unreadable. A comprehensive engineering evaluation of the physical device could not be performed because the customer discarded the meter prior to reporting the incident. Consequently, the device serial number is unavailable. Storage and handling conditions were reported as stable and non-contributory (stored on a bedroom nightstand, with no exposure to extreme heat, moisture, or mechanical drops). Due to the inability to inspect the physical sample, the definitive root cause remains unconfirmable. The manufacturer will continuously track similar display failure patterns within our post-market surveillance system for quarterly trend analysis.